Manufacturer narrative:
A review of the available system logs did not find any errors that are relevant to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced a pneumothorax in the right lung, which required the placement of a chest tube. The physician claimed that the hospital had removed the silicone spray to lubricate the catheter; therefore, no spray was used. According to the physician, this absence of lubrication made insertion more challenging since the catheter would not slide through the airway smoothly and this could have contributed to the pneumothorax. No additional allegations were made against the ion system or instruments. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.